Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on february 21, 2019 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was not made available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
The following information was reported by the customer: a patient undergoing a CT scan suffered an extravasation to the arm of approximately 80-100 ml of contrast while connected to a stellant CT injection system. The patient was reported to have been transferred to another facility for further observation and treatment.